Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead dislodged 17 days post implant. The lead was repositioned and remains in use. During the lead revision, the physician unscrewed the set screw in the device header too far and was unable to reposition it. The device was explanted and replaced. No patient complications have been reported as a result of this event.